Event description:
Info was received from a customer that following a power outage, this bipap vision went into standby mode and failed to cycle upon emergency power start-up as specified. The unit was plugged into an outlet powered by the emergency backup system. The duration between the power outage and emergency backup is unk, but reported to have been "less than eight seconds". During the outage, the nurses checked life support pts first - then non-life support pts. When the nurse arrived to check this non-life support pt, it was reported that the rt was already in the room with the pt who was breathing and had no pulse. Code called. The pt was then intubated and put onto a ventilator. The pt coded a second time and could not be resuscitated, subsequently expiring. It is unk the time duration between the power loss, the alleged cycle failure of this vision and when intervention occurred. A repair evaluation was performed at the facility and the customer's allegation of the unit not restarting from standby mode during simulated power loss and power-up could not be duplicated. The unit operated to specification and passed all performance testing.